Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and the act button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was received with intermittent act button response due to corroded keypad traces. Keypad connector was fully locked. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.